Event description:
It was reported by the pts attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and will likely undergo corrective surgery.